Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switch for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000166, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system the door was visibly shut, but the system indicated the door was open. Troubleshooting was able to resolve the issue as the cable assembly for the gantry was suspected to have caused the issue. There was no patient present when this issue was identified.